Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
During patient use, the tube shaft split, exposing the wire coiling. To resolve the issue, an emergent tracheostomy tube change was performed. No permanent adverse effects to the patient were reported.